Event description:
It was reported by customer's father that the insulin pump under-delivered insulin. The customer ate and bolused and a few hours later the blood glucose reading was 392 mg/dl. Customer and his father thought the insulin was not delivered. Caller stated that customer disconnected and tried to run insulin through the infusion set; no insulin exited. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.